Manufacturer narrative:
Updated fields - b4, b5, g3, g6, h2, h6(medical device ¿ problem code), h11. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave hybrid intra-aortic balloon pump (iabp) had balloon inflation error. Device was not functioning during procedure. Despite repeated attempts to check and resolve the issue, the device did not resume normal operation. The iabp was therefore removed and the interventional procedure continued, concluding successfully without iabp support. There was no injury reported.

Manufacturer narrative:
Another reporter: (B)(6). Mail info: (B)(6). Updated fields: b3,b4,d10, e1(event site telephone),g3,g6,h2,h3,h6(type of investigation, investigation findings, investigation conclusions),h11. Corrected field: e1(event site address). A getinge field service engineer (fse)conducted diagnostic and functional testing of the unit with positive results. Additional simulator testing was also completed with no abnormalities observed, and no unit malfunction could be reproduced. Based on the evaluation, the fse concluded that the issue may have been caused by the use of an incorrect balloon extender or a possible obstruction in the tubing that was not detected by the user at the time of use. The unit successfully passed all functional testing and has been returned to the customer for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the procedure, the cardiosave hybrid intra-aortic balloon pump (iabp) does not work. There was no patient harm or injury reported.